Manufacturer narrative:
Insulin pump passed the self test and displacement test. Toggled on, off and increased, decreased volume with the audio feature functioning properly. No audio,vibrate,absence of alarm anomalies noted during testing. Hardware low level failuer alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on pin 1 of the ambient light sensor(u1). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was absence or audio anomaly alarms. Customer blood glucose was unknown at the time of incident. Customer also reported that hardware low level failure and battery error during first self test. Self test was passed during troubleshooting. The device will be returned for analysis.